Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found a deformed helix and the helix housing peek pushed out as well, likely due to explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this lead was dislodged after the implant procedure. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was dislodged after the implant procedure. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.